Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose level was 600 mg/dl and 164 mg/dl at the time of incident. Customer was treated with syringe for hyperglycemia and water added in sugar for hypoglycemia. Customer reported that the insulin pump was not working. Customer performed self test and the test was passed. Customer reported that the insulin pump had low battery alarm then customer received replace battery alarm. Customer also reported that the insulin pump had insulin pump error alarm. Customer reported that able to clear the alarm. Customer was able to rewind the insulin pump. Customer was unable to continue with troubleshooting. The insulin pump will not be returned for analysis.